Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, the physician repeatedly opened the catheter against the left atrial wall and experienced difficulty loading the catheter, particularly when it was in the nominal position. The catheter, when outside the patient, exhibited a deviation of the lumen axis. Friction was experienced when the guidewire was removed. No tissue was observed at the tip of the catheter or guidewire, but guidewire kinked because difficulty to retract catheter inside faradrive. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. A picture was provided to investigators that did show a kink in the catheter. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of difficulty removing the catheter through the sheath was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established because the picture showed a kink in the catheter, however, without a device to examine the root cause of the issue could not be identified.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, the physician repeatedly opened the catheter against the left atrial wall and experienced difficulty loading the catheter, particularly when it was in the nominal position. The catheter, when outside the patient, exhibited a deviation of the lumen axis. Friction was experienced when the guidewire was removed. No tissue was observed at the tip of the catheter or guidewire, but guidewire kinked because difficulty to retract catheter inside faradrive. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.